Event description:
Subsequent information identifying the device and patient was obtained from the representative; a separate report (MFR. Report # 2124215-2010-11551, (B)(4)) regarding the patient's death during the device changeout procedure has been submitted based on information separately provided by another boston scientific field representative. Any additional information or device analysis results will be submitted via updates to that report.

Event description:
Boston scientific crm received information from a boston scientific field representative that during a device changeout, a patient suddenly experienced a drop in blood pressure and loss of capture. Device outputs were re-programmed to the maximum level, with a lower rate limit of 80 beats per minute. Several shocks had been delivered, but it was not reported if they were delivered by the device or externally. The representative and a boston scientific technical services (ts) consultant discussed what the programmed vector was for stat shock delivery. No other information was immediately available regarding the patient or device, or the outcome of the clinical event.

Manufacturer narrative:
This report will be updated if additional information is received.